Event description:
It was further reported that the timi flow grade 3 was noted pre-index procedure. The physician treated the lesion with placement of a 2.50x20 mm taxus express 2 stent, a 3.00x20 mm taxus express 2 stent and a 3.50x20 mm taxus express 2 stent, not a 3.0x24mm, 3.5x12mm and 2.5x20mm as previously stated. Timi flow remained grade 3 throughout the procedure. The patient was discharged with no complications on plavix and bayaspirin. At the time of the event the distal left circumflex was treated by pci and balloon angioplasty. Post-procedural profile of the lesion was 25% stenosis and timi-3. The patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MFR ID#: 2134265-2011-05676, 2134265-2011-05675. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented due to an acute myocardial infarction. Cardiac catheterization revealed a 90% stenosed, 51mm long , de novo and type c lesion located in the distal left circumflex coronary artery (lcx) with a reference vessel diameter of 3.5mm. This was treated with predilation using a 2.25x20mm balloon catheter and deployment of 3.0x24mm, 3.5x12mm and 2.5x20mm (B)(4) stents overlapping. Post dilation was performed with the stent delivery balloons resulting in 0% residual stenosis. Intravascular ultrasound confirmed the stents were implanted well. The patient was discharged 10 days later without anginal symptoms. (B)(6) 2011: cardiac catheterization revealed the patient had 90% and 12mm long in-stent restenosis in the distal lcx with a reference vessel diameter of 2.75mm. There were no ischemic symptoms. This was treated with a promus stent resulting in 25% residual stenosis. The outcome was reported to be improved and the patient was discharged following a 5 day hospitalization.